Manufacturer narrative:
No conclusion code available. The reported field event of an inability to loosen the set screw was confirmed in the laboratory. Visual inspection identified calcified blood filling the set screw inset. This blood prevented full insertion of the wrench into the setscrew inset and resulted in difficulty loosening the set screw.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator change-out procedure due to normal eri, the set screw could not be loosened. During attempts to loosen the set screw, the lead pin separated from the lead body. The physician elected to cap and replace the lead during the procedure. Patient was doing well and will be monitored with routine follow up.